Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the device hadn't worked for over three years and the patient had lost the programmer. It was reviewed that the device was likely in overdischarge at this point and head only MRI guidelines were discussed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The consumer reported that the patient had a stroke and needed and MRI scan of the brain. The consumer reported that they didn't know if the stroke was related to the patient¿s device but reported that it hadn't worked for a while and the patient had been advised to have it removed because where he had lost a lot of weight it was now sitting on a nerve in his shoulder but just hadn't been able to get the right doctor to get it removed and it had not been on for a few years. The consumer reported that it won't charge anymore and the battery was dead. The consumer reported that ¿as far as it being on and running, no that had not caused it, but if it was sitting on something that might be leading up to the brain, I can't tell you.¿ no further complications were reported.